Event description:
The customer reported being hospitalized. The customer stated that she did not treat for twelve hours because the cannula was crimped and her glucose level went up. Troubleshooting was performed. The blood glucose reading was 590mg/dl. The customer stated that the events leading to her admission was confusion, flu symptoms, trouble breathing, and tightness in chest. The customer called back and reported that the insulin pump did not alarm when the reservoir was empty. The customer stated having high blood glucose of 426mg/dl after having 53mg/dl and eating breakfast without treating. Troubleshooting was performed. Ran a displacement test and the test failed. During the call the customer mentioned being hospitalized for high blood glucose (B)(6). Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.